Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the left eye in the surgeon side console (ssc) was black. The customer had restarted with no change and confirmed that the other ssc was normal. An intuitive surgical, inc. (Isi) technical service engineer (tse) had the customer do a hard restart of that ssc, but the issue was not resolved. The procedure was completing as planned with no reported injury. Isi has made a follow up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse inspected the system and verified that on normal startup the left eye of the ssc was not displaying. The fse replaced the left monitor to resolve the issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The high-resolution stereo viewer (hrsv) was analyzed, and the reported failure was replicated. The monitor was installed on the left side of the printed circuit assembly (pca) test system. Upon power up, the system booted up with no issues, except the left eye monitor was dead. No images were being shown on the left eye of the ssc. The complaint was confirmed by failure analysis, which indicates the device may have contributed to the customer reported issue.